Manufacturer narrative:
Other, other text: one cadd solis vip pump was returned for the evaluation of the reported issue. The device was received with scratches and cracks on the lcd lens screens. A DHR, device history review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The event log showed no evidence of the reported issue. To further investigate, a functional and accuracy test were performed. Customer problem was not duplicated. Running three accuracy tests, the pump was found to be within manufacturing specifications. No problems were found with the fluid delivery of the pump. A full standard preventative maintenance will be performed.

Event description:
Information was received indicating that during testing of this smiths medical cadd solis vip pump, the pump failed accuracy by 7.70%. No patient injury reported.